Event description:
It was reported that during a da vinci left internal mammary artery takedown procedure, the surgical staff observed that a plastic part of the permanent cautery spatula instrument was broken at the tip after it was inserted into the patient. While trying to remove the instrument, the broken part fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will submitted if the instrument is returned (post-evaluation) or if additional information is received. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the patient.